Event description:
I am a 72 year old retired female living in arlington, va. I have always had good teeth with few problems other than childhood cavities and 2 root canals done 20 years ago both of which appear to be typical for my age cohort. I never wore braces or retainers until my treatment described below. On (B)(6), 2022, I began invisalign treatment with (B)(6) va. The treatment phase for upper and lower teeth with minor crossover teeth in the front cost $4500, none of which was covered by insurance. On (B)(6) 2023, the treatment was completed and my overnight retainers (upper and lower trays) were delivered to me. I began wearing both upper and lower retainers every night at bed, according to (B)(6) directions. I was told that I needed to do this as long as I wanted to keep my teeth straight. On (B)(6) 2023, I was in france and suffered a cracked tooth (upper left) which required a root canal ($249). Upon returning home, I made an appointment with (B)(6) immediately to have a crown put on the tooth ($680). I continued to have discomfort and on (B)(6) 2024, after an x-ray and analysis by another orthodontist, I had to have a bone graft and surgical extraction of that tooth ($2416) and another crown (a new one) on that tooth ($573). Then, on october 23, 2024, during a regular cleaning of my teeth, the hygienist discovered another crack (lower right) in a tooth which had a gold crown from some time ago on it.(B)(6) quickly filled that at no charge. In summary, I have experienced three cracked teeth (one was cracked twice and ultimately needed to be extracted) in the span of 18 months using my invisalign retainers. This has caused me considerable discomfort as well as financial hardship ($3306 not including original cost of the treatment or the retainers themselves) on a fixed retirement income. After the(B)(6) 2024 incident, I went online and discovered that there were many such incidents of cracked teeth upon using invisalign retainers, possibly more so with older users. I had noticed that my teeth felt "softer" after a night using the retainers and mentioned this to dr. Zamani who dismissed it. I hope these details help and I urge the FDA to research invisalign further. If I can be of help, please do not hesitate to contact me. (B)(6) has access to test results. I do not. I do have documentation of billing which provides brief summaries of procedures completed. Ref report: mw5161980.